Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) powered off when the battery was changed. It was indicated that the main printed circuit board was corroded and contamination was found throughout the device. It was also indicated that the display wires were pinched and a wired was almost pinched all the way through. It was also indicated that the keypad had multiple scratched and that a label was cut. It was also indicated that the encoder switch assembly was rested and contaminated. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) backup power did not work. The epg powered off when the battery was changed. The epg was returned for service. There was no patient involvement.